Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy.

Manufacturer narrative:
Corrected data: please disregard previously submitted data. This issue was initially submitted: "the device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017." Due to insufficient and unproductive follow-up, the issue has not been confirmed related to the advisory notice number 1627487/09/12/2017/001-c.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-12255. Additional event details review identified it is unknown if the patient is receiving therapy. Further attempts to contact the patient for further troubleshooting have been unsuccessful. Note: new device report added for the 2nd ipg.

Manufacturer narrative:
Correction: device is still included in the advisory. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-12255.